Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 to (B)(6) 2018. The customer blood glucose level was 300 mg/dl to 400 mg/dl and 325 mg/dl at the time of incident and the current blood glucose level was 369 mg/dl. The customer was assisted with troubleshooting. The customer was treated with fluids and insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08720 inches. No cosmetic damage noted.